Event description:
Event description cpi received information that this sweet tip lead was found fractured at a generator replacement procedure. The sweet tip lead was removed from service, an endotak dsp lead was implanted.